Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an l12-3 model transducer had a partial image dropout that caused an extended procedure delay. The delay required administering an additional dose of anesthesia to the patient while a secondary ultrasound system was being acquired. The procedure was completed successfully using a different ultrasound system available at the customer site. There was no injury or adverse patient outcome associated with this event.

Manufacturer narrative:
Evaluation of the suspect transducer confirmed the image quality issue as described by the customer. Examination and testing of the transducer found an unseated internal electrical connector to be the cause of the failure. Additional investigation into the root cause of this failure mode is being conducted to determine whether further corrective action is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.